Manufacturer narrative:
Qn#(B)(4)

Event description:
It was reported that "the filter becomes blocked after only a few hours of use. Multiple instances in which water and secretions recurrently accumulated inside the heat and moisture exchanger (hme). The issue was observed across multiple patients. In several documented cases, the hme became obstructed due to excessive buildup of secretions and moisture, which negatively affected ventilator performance and patient care. The hospital also noted a marked increase in the frequency of hme replacements, with some units requiring replacement more than once per shift, sometimes as frequently as every 4 to 6 hours, depending on individual patient secretion load and humidity levels. This replacement frequency exceeds the standard expected interval for hme usage. The customer expressed concern that the device may pose a recurring obstruction risk, particularly in patients with moderate to heavy secretions." Additional information received on august 19, 2025, indicated that "in one reported case, the hme became blocked, leading to a significant reduction in tidal volumes. The patient subsequently experienced oxygen desaturation to 66% spo2 and bradycardia at 37 bpm. Manual ventilation with an ambu bag provided minimal improvement. The patient was placed on 100% fio2, and suctioning was performed to rule out secretion-related obstruction and confirm endotracheal tube (ett) patency. As there was no clinical improvement, manual ventilation was continued, but the patient's condition stabilized after the hme was removed. Following its removal, the patient's oxygenation and overall status improved immediately. The patient is currently stable. The hme had been in place for approximately three hours prior to the event. Three patients were affected during that shift. Multiple recurrent incidents daily." According to the issue description, three patients in the same shift experienced the same issue, and multiple additional events were reported. Associated mdrs: 8040412-2025-00228, 8040412-2025-00227, 8040412-2025-00226.

Event description:
It was reported that "the filter becomes blocked after only a few hours of use. Multiple instances in which water and secretions recurrently accumulated inside the heat and moisture exchanger (hme). The issue was observed across multiple patients. In several documented cases, the hme became obstructed due to excessive buildup of secretions and moisture, which negatively affected ventilator performance and patient care. The hospital also noted a marked increase in the frequency of hme replacements, with some units requiring replacement more than once per shift, sometimes as frequently as every 4 to 6 hours, depending on individual patient secretion load and humidity levels. This replacement frequency exceeds the standard expected interval for hme usage. The customer expressed concern that the device may pose a recurring obstruction risk, particularly in patients with moderate to heavy secretions." Additional information received on august 19, 2025, indicated that "in one reported case, the hme became blocked, leading to a significant reduction in tidal volumes. The patient subsequently experienced oxygen desaturation to 66% spo2 and bradycardia at 37 bpm. Manual ventilation with an ambu bag provided minimal improvement. The patient was placed on 100% fio2, and suctioning was performed to rule out secretion-related obstruction and confirm endotracheal tube (ett) patency. As there was no clinical improvement, manual ventilation was continued, but the patient's condition stabilized after the hme was removed. Following its removal, the patient's oxygenation and overall status improved immediately. The patient is currently stable. The hme had been in place for approximately three hours prior to the event. Three patients were affected during that shift. Multiple recurrent incidents daily." According to the issue description, three patients in the same shift experienced the same issue, and multiple additional events were reported. Associated mdrs: 8040412-2025-00220, 8040412-2025-00228, 8040412-2025-00227, 8040412-2025-00226.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.